Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Internal components were evaluated and the rotor assembly was found to have worn bearings. The rotor assembly was replaced and additional preventative maintenance was performed. The handpiece was returned to the customer.

Event description:
It was reported that during a spinal posterior, the drill heated up. The procedure was completed with this drill, causing no delay. There was no pt or user injury reported and no adverse consequences alleged with this event.